Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon ligated the cystic duct and when he fired the device he found the clip was scissored. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information was not provided by the initial contact.(B)(6).